Event description:
A pt underwent a modified microdiscectomy on the right l5-s1 with application of adcon gel. No dural injuries were noted at the time of surgery. Ten days post-operatively, the pt presented with the sudden onset of a very severe headache while having a bowel movement. At that time, the pt was treated with an epidural blood patch. Subsequently, the pt complained of occasional bifrontal headaches over the next month. Forty days post-op, the pt complained of progressive, severe, bifrontal positional headaches with intermittent nausea, vomiting and photophobia. The pt presented with a bulging area over the wound that was aspirated and revealed cerebro-spinal fluid. The pt was admitted for an epidural blood patch and subarachnoid drainage without success. The pt underwent reoperation where a large amount of cerebro-spinal fluid was evacuated. A small dural hole was identified and repaired. The pt has since recovered.